Manufacturer narrative:
(B)(4). Carefusion has determined that the most likely cause of the reported event was that the device¿s gas delivery engine (gde) was malfunctioning. At present there are no replacement parts available. Once available, a replacement gas delivery engine (gde) will be provided to the user facility to repair the device and return it to service.

Event description:
The user facility reported that while testing the device following a preventative maintenance (pm) service. The device alarmed "circuit occlusion" and "ext high ppeak".

Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.